Event description:
Patient presented with a painful right knee after having a tka on (B)(6) 2006. Patient also fell and broke her right leg in 2011. X-rays showed a subsided tibia. Revision surgery was performed and a #4 universal baseplate with a 17mm x 100mm press fit stem, a 25mm extension and a 4x19mm ps insert were implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding tibia subsidence involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events referenced for this lot. Conclusions: the exact cause of the event could not be determined because no device and/or medical records were provided. However, the reported event noted patient fell, fractured his right leg and x-ray showed a subsided tibia. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient presented with a painful right knee after having a tka on (B)(6) 2006. Patient also fell and broke her right leg in 2011. X-rays showed a subsided tibia. Revision surgery was performed and a #4 universal baseplate with a 17mm x 100mm press fit stem, a 25mm extension and a 4x19mm ps insert were implanted.